Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during the shift check, the autopulse platform (sn (B)(4)) did not power up using the fully charged autopulse li-ion batteries (sn (B)(4)). The customer stated that the battery was fully charged before using it with the autopulse platform, and the customer could not provide information on the status leds. The customer stated that they did not have another li-ion battery to test the autopulse platform. In addition, the customer reported a broken head restraint on the autopulse platform. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01708 for the autopulse platform. MFR 3010617000-2022-01856 for the autopulse li-ion battery (sn (B)(4))